Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted pacemaker exhibited noise which lead to greater than 2 seconds of asystole for this patient. As a result, programming changes were made to alleviate the issue, but ultimately the physician elected to explant the device and surgically abandon the right ventricular (rv) lead and replace the entire system. It is believed that this device may have been contaminated at some point. To date, no additional adverse patient effects have been reported.